Manufacturer narrative:
Found the scope to have signs of customer usage/damage. Scope failed leak test. Also found abrasions and nicks on block, shaft and tiny tool marks on taper and post side. The scope, light cable and light source were all tested together and found to function within specifications. None of these findings are relevant to the event reported; the reason drape burned was because user laid scope with active light source on drape without selecting standby function. No pt impact.

Event description:
Allegedly, during a colorectal procedure, doctor laid scope attached to light cable on pt; active light source was not put on standby and the tip of scope made a small burn to the drape. Doctor immediately notice and removed scope; there was no pt impact. Procedure was completed.